Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record review was conducted on part # 03.010.475, lot # 7719678: manufacturing location: (B)(4), manufacturing date: 20.feb.2012: review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during original tibial nail procedure performed on (B)(6) 2016, tip of driving cap broke off into two pieces in the insertion handle. There was no malfunction associated with insertion handle. Broken pieces of driving cap were easily retrieved and procedure was completed successfully without using driving cap and there was no delay in surgery. Patient was reported as stable post-operatively. Concomitant devices reported: insertion handle for suprapatellar (part # 03.010.440, lot # 11-3171, quantity # 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed on the returned subject device (driving cap, part # 03.010.475, lot # 7719678). The returned driving cap (connector for insertion handle for pfna) was found to have the distal tip sheared completely off. The tip of the driving cap is retained inside the returned insertion handle. The devices show signs of hammer marks and surface wear which does not impact functionality. No other issues were noted with the devices. A visual inspection, drawing review and device history record (DHR) review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. The drawing driving cap (connector for insertion handle for pfnaconnector) was reviewed during investigation. The diameter of the driving cap tip, next to the breakage site, was measured to be within the specification. The returned concomitant insertion handle in this complaint record shows no evidence of having contributed to the event, therefore further investigation is not necessary. No definitive root cause was able to be determined. The failure is likely related to off axis hammer strikes to the driving cap. There were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.